Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a new non boston scientific pulse generator implanted. At the time of the implant, this right atrial (ra) lead had a measured pacing impedance of 349 ohms. At the patient's wound check, the impedance had dropped to 130 ohms. At a subsequent follow up, impedance was found to be less than 100 ohms. It was reported that sensing and threshold measurements remained acceptable throughout follow up. It was reported that the physician planned to continue to monitor the patient and evaluate again at the next follow up. No adverse patient effects were reported. Evidence reasonably suggests that this ra lead remains in service.